Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.